Event description:
It was reported to boston scientific corporation that during a pelvic floor posterior repair procedure using a pinnacle posterior pelvic floor repair kit, while the capio device was being loaded, the needle detached. The needle reportedly detached outside the patient. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The capio device was not received for analysis. Visual analysis of the returned mesh assembly revealed that one of the sutures was broken; however, a normal cut through the sleeve and leader loop was observed. Both needles remained attached to their respective leg assemblies. The sleeve from the blue and white dilator was received separated from the mesh body. Removal of the device from the patient most likely contributed to the damaged mesh leg and suture. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The reported event could not be confirmed.

Event description:
It was reported to boston scientific corporation that during a pelvic floor posterior repair procedure using a pinnacle posterior pelvic floor repair kit, while the capio device was being loaded, the needle detached. The needle reportedly detached outside the patient. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.